Manufacturer narrative:
Device was returned and the evaluation states that they cannot duplicate issue.

Event description:
Dealer states the left side motor stops intermittently.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the left side motor stops intermittently.